Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 14014505. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1200. Serial number: (B)(6). Batch/lot number: 371393. Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 14026571. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads migrated as confirmed with imaging. The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted devices were per facility policy.